Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a26, serial#: (B)(4), product type: lead. Product ID: neu_stylet_acc, product type: accessory. The lead that was returned (product ID: 977a260, serial#: (B)(4) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. It passed all testing in the laboratory and no anomalies were identified. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient. The hcp reported that they were unable to advance the lead intra-operatively, and the lead would not turn when they tried to steer it. It was noted that the hcp tried to use a different stylet and got the same results. Multiple attempts were made to place the lead, but the issue remained unresolved. The hcp indicated that there was a problem with the lead. They got a different lead to try, and had no problem placing it. The unused lead will be sent to the manufacturer for analysis. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: neu_stylet_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead and stylet were returned and received into analysis on january 4, 2019. No further complications were reported or anticipated.